Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked on (B)(6) 2024, a patient on bed 10 in the gynecology ward needed an IV puncture indwelling needle for an infusion. After successful puncture, the needle core was withdrawn, the infusion set was opened, and when the fluid entered, the fluid leaked out of the end of the indwelling needle, where the needle core was withdrawn. Subsequently, the indwelling needle was immediately removed and replaced with a new intravenous indwelling needle to continue the infusion, which did not leak again after replacement and was used normally without causing adverse effects to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows blood oozing from the end of the septum. 2. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batches of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
Questions: 1. Was there any damage sustained to the device during use? If so, approximately where? 2. Was the device used for multiple punctures? 3. Was syringe used to inject fluid through the device? 4. Where does the leakage occurred particularly? Answers: 1.no. 2.no. 3.no. 4.isolation plug end. Item no.: 383012.